Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device ws not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left common femoral artery. It was a cross over approach. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. Another manufacturers' 6f 55cm introducer sheath was inserted and a .014" 175cm guidewire was advanced to the right anterior tibial artery and crossed the lesion. Three other manufacturers' catheters were advanced but did not cross lesion. The 1.5x20mm sterling es balloon catheter was advanced to the lesion against "slight" resistance. The balloon ruptured on the first inflation at 9atms after being inflated for approximately 10 seconds. The device was removed from the patient intact. The balloon¿s intended use was for pre-dilation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.